Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated surgery for a routine generator change. It was noted during the procedure that there was noise and oversensing on the right ventricular lead. The lead was capped and replaced. The patient recovered well and was discharged.